Event description:
A customer reported experiencing cartridge alarm 30 with their pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will continue using the current pump as backup therapy and was instructed on the necessary steps to take upon receiving the replacement pump. The replacement pump was sent, and the customer was advised on how to return the problematic pump to tandem.